Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the clinic with reports of dizziness and electrogram (egm) review was requested. Egm review revealed atrial fibrillation (af) with sensor-driven pacing and biventricular (biv) trigger activation. In the absence of af, this appeared to be a bigeminal rhythm with early ventricular activation initiating from the left, which inhibits the left ventricular (lv) pace associated with biv trigger. Of note, the minute ventilation (mv) sensor was previously disabled due to af. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.